Event description:
It was reported to boston scientific corporation that an rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography in the duodenum. According to the complainant, as a sphincterotome was being advanced into the biopsy cap, the sponge within the cap dislodged; it became wedged inside of the olympus 180 scope. The nurse used biopsy forceps to push the sponge out of the scope, and the cap was removed from service. A second rx locking device & biopsy cap was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact weight is unknown. However, it was noted to be approximately (B)(6). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.